Event description:
(Report 3 of 3). It was reported during surgery that three tension band pins broke. The surgeon was implanting the first pin and tried adjusting the position of the pin when it broke. The broken piece was removed. The surgeon tried two other pins, but both broke. All broken pieces were removed from the patient. The fourth attempt to implant the pin was successful and the surgery was completed after a 30-minute delay. There were no adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00553.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned 2 mm x 70 mm tension band pin (part number 2 mm x 70 mm tension band pin, batch 598355) and the 2 mm x 90 mm tension band pin (part number 30-0168, batch 518077) were examined visually under magnification. All tension band pins returned were returned broken. The location of breakage was near the circular eyelet towards the end of the shaft opposite the pointed tip. A fracture surface was found at this location on the larger main body, as well as on the separated tip. In each of the three instances, the main body's observed fracture surface exhibited moderate visible bowing or cupping as the surface started perpendicular but then curved in an oblique fashion; the surface was largely smooth with sporadic bumpy texturing. Regions adjacent to the fracture surfaces exhibited no stretching or necking (i.e. No signs of ductility). There were no immediate visible / clearly-visible progression/beach/seashell marks on this surface (i.e. No signs of fatigue). The shaft did not appear twisted about the device axis. The shaft did not appear to be bent off-axis. The separate smaller portions mirror/mimic all of this commentary in all instances. Individual fragments may exhibit more or less of the noted cupping / transition from perpendicular to oblique orientation, but all pieces exhibit it to an extent. The observed device damage does not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode may have occurred; brittle failure may occur when unusually large loads/torques are applied to devices. Devices that fail in simple pure overloading or overtorquing conditions may exhibit a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions (i.e. Additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups which are usually oblique/angled to the device axis; these complex loading scenarios may also result in the main feature being bent off-axis. The presence, or lack thereof, of any of these characteristics may suggest potential loading aspects that could have possibly contributed to the part failure. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.